Event description:
Device malfunction: none. Time of symptoms/ae: during hospitalization. Symptoms/ae: disoriented, left-sided hemiparesis sensory deficits; facial droop, cva. It was reported that one day post-stenting procedure of a right internal carotid artery, the pt was disoriented on a morning in 2006. The 24-hrs post-procedure nihss revealed left sided (face, arm and leg) hemiparesis, sensory deficits and cva most likely embolic. A head CT scan revealed a right-sided stroke. It was noted that the pt condition improved with almost full recovery. The pt had left the hospital 7 days later. No add'l info available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hosp, field contact, or distributor.